Event description:
The caller reported that the tube separated from the hub after 2 hours of use. This required recannulation with another 4lpc that was not part of routine trach changing. The pt tolerated the recannulation well, and there were no other details about the recannulation that the caller could provide. The trach did not have an exp date available.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.